Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to high impedance values greater than 3000 ohms. The ra lead showed no issues with the old device, that was explanted at the same surgery due to therapy upgrade. The impedances were observed when the lead was connected to the new generator. A new ra lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to high impedance values greater than 3000 ohms. The ra lead showed no issues with the old device, that was explanted at the same surgery due to therapy upgrade. The impedances were observed when the lead was connected to the new generator. A new ra lead was successfully placed. According to the field representative, the issue was related to the lead and it could have been damaged during the generator change or uncovered due to manipulation at generator change. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to high impedance values greater than 3000 ohms. The ra lead showed no issues with the old device, that was explanted at the same surgery due to therapy upgrade. The impedances were observed when the lead was connected to the new generator. A new ra lead was successfully placed. According to the field representative, the issue was related to the lead and it could have been damaged during the generator change or uncovered due to manipulation at generator change. No additional adverse patient effects were reported.